Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after infusion set changes while using the ilet system, with observed insulin drops at the end of the infusion set and no device alarms. Symptoms included elevated blood glucose. Outcomes included user-led troubleshooting, including meal announcements to reduce glucose and prior practice of subcutaneous injection with temporary pump disconnection, and a request to trial contact detach infusion sets. Investigation included technical support review, user coaching on supply checks and set change technique, and coordination to provide alternate infusion sets. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the issue potentially related to infusion set performance or site integrity. It was concluded that the cause of hyperglycemia was unclear, and education and alternative infusion set options were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.